Event description:
It was reported that during use of the pump, the user experienced intermittent hi baseline and gas loss alarms. The patient was transferred to another pump without any complications.